Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV winged catheter kinked during use and couldn't be placed in the vein. The following information was provided by the initial reporter, translated from (B)(6) to english: "catheter is kinking and cannot be advanced. The plastic tubing has defect, is rolling. Catheter can not be put in to the vein".

Event description:
It was reported that the bd insyte¿ IV winged catheter kinked during use and couldn't be placed in the vein. The following information was provided by the initial reporter, translated from german to english: "catheter is kinking and cannot be advanced. The plastic tubing has defect, is rolling. Catheter can not be put in to the vein."

Manufacturer narrative:
H.6. Investigation: ¿ 86 representative samples returned in sealed package and 8 actual samples in unseal package were returned for evaluation ¿ the complaint is confirmed and product is out of specification ¿ needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. ¿ the batch produced is before the implementation of the CAPA. ¿ CAPA#590840 had been initiated to address needle pierced through catheter issue. A device history record review showed no non-conformances associated with this issue during the production of this batch.